Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by a caretaker, who stated that he "was pushing man in this wheelchair when the front fork and wheel broke and the chair tipped." The caretaker reported that he was able to catch the end user before the end user hit the floor. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.